Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician deployed a 2.5x28mm ion stent in the target lesion then the physician advanced a 2.75x8mm ion stent delivery system (sds)and attempted to overlap with the 2.5x28mm ion stent but the placement was not distal enough and left a gap. While placing the 2.75x8mm ion stent the 2.5x28mm ion stent became compressed. The physician advanced another 2.75x8mm ion sds to cover the gap. The procedure was completed by the placement of a 3.0x12mm ion stent in the proximal lad and all stents were post dilated with a 2.75x8 nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)